Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon opening a new cartridge package, the user noticed that the fill septum had a black mark as if a needle had already been inserted. Reportedly, there were a few large holes in the septum. The user's blood glucose level was 260 mg/dl. The bg level was addressed with a bolus. The user successfully loaded a new cartridge.